Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to incontinence. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. The patient outcome is reported as continence.